Event description:
Pt reported no longer being able to hear on most electrodes. Pt currently uses a program with only a minimal number of electrodes. Electrode array migration is suspected. X-ray showed fluid in the mastoid cavity. Surgeon has not decided on a course of treatment. Followup info was requested. Note: date of event is approximate.